Manufacturer narrative:
Investigation: discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 0.9, reference: 3.0, mean: 1.95, confidence limits: 1.3-2.7. Both the inratio inr value and reference results were outside of the confidence limits for inr testing. These results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 308629 on (B)(6) 2013. Results were as follows: donor: (B)(6), inratio: 2.7, 2.8, 2.5, reference: 2.36, bias threshold: (B)(4) donor: (B)(6), inratio: 3.3, 3.1, 3.4, reference: 2.97, (B)(4), %cv: 4.68. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparisons did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2013, eight (B)(4) discrepant result complaints were reported for lot # 308629, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 0.9, laboratory inr: 3.0. The time between testing was immediate. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional info provided.